Event description:
It was reported that: the patient underwent a CT scan which detected a rotated allofit acetabulum. A revision procedure has been indicated; however, no revision has occurred at this time. No further patient outcome provided.

Manufacturer narrative:
(B)(4). Event date was not reported (unknown), therefore event date was entered using the manufacturer's awareness date. Foreign: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.